Manufacturer narrative:
Evaluation completed. One opened pack was returned. Visual inspection found the cassette and tubing still coiled and taped together with the 23 ga. Vit cutter wadded and tangled inside the pack tray. Inspection of the cutter found the tip protector was not returned. The needle is bent. The port window is in the opened position. There is solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The inner needle is binding up and does not reach the cutting edge. The cutter cannot cut in this condition. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needles. Due to the evidence of use and the returned condition with a bent needle it cannot be determined when the needle came to be bent. The most probable cause is a component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility from china reported that during surgery the vitrectomy cutter was not sharp enough to cut and aspiration continued. There was no impact to the patient.

Manufacturer narrative:
The device has not been returned despite requests. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway.